Manufacturer narrative:
H3: the device analysis found that the size 7 trivantage tube was returned in a (triple) resealable bag, and there were no other com ponents included with the device. There were traces of clear sticky residue observed at the proximal end of the tube near the clamp shell, and traces of clear residue observed inside the tube. There was no damage noted in the construction of the returned device. However, there were voids observed in all 4 electrode trace pads. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 35.9 ohms (blue), 27.6 ohms (blue with white stripe), 18.5 ohms (red), and 27.7 ohms (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system while the trace pads were submerged in a saline solution for functional test. The device immediately passed the electrode check upon connection to the nim. There was no excess noise recorded during the functional test. All 4 silver traces were manipulated and bent to the 90° position, and no issues were found. T here was no reading issue observed during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid surgery, an unstable condition persisted during electrode checks, reinsertion of the cord and adjustment of the position of the intubation tube were performed, but no improvement was observed. The reported product was continued to be used and the procedure was completed. There was no patient impact.

Event description:
Additional information received stated that during the electrode check, the check mark would sometimes appear and sometimes not.

Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.